Manufacturer narrative:
Exact date unknown, event occurred in the last year from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073843 / 7073851.

Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a full scs system explant procedure. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.